Event description:
(B)(4). The doctor put coils in tubes. Did MRI one wasn't in place had to go back in and replace it. Had MRI they said it was fine. Start having back pain within 3 months of having procedure done. Then started having severe pelvic pain my ob couldn't figure out what the problem was so she did some research and checks and decided she needed to do hysterectomy. Had hysterectomy done in 2013 still have issues. Cant always keep my bladder under control. Bladder problems constantly. Still pelvic pain. My doctor removed my uterus which was full of infection and my coil was on the outside of my tube. The other one hasn't been found. Have leg problems back problems pelvic problems, depressed, and sick of being in pain everyday.